Event description:
It was reported that an adhesive skin allergic reaction causing excessive irritation, pain and hemorrhage had occurred while wearing the pod longer than 48 hours. The patient consulted the family doctor and was prescribed telfast allergy pill for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the adhesive skin allergic reaction. No lot release records were reviewed, as the product lot number was not provided.